Event description:
A pump that had an 812:02 failure code. Info was not provided regarding whether or not the device was in pt use when the reported failure code occurred. Attempts were made by baxter quality mgmt to obtain extra info from the facility regarding pt demographics, diagnosis, medical intervention, pt injury, and the medication involved but no add'l details are available.